Event description:
It was reported that: "doctor tried to implant set screw that came in gamma nail packaging (B)(4), but the screw would not engage. Tried to implant set screw from a separate package (B)(4), and that would not engage either. Completed the surgery without set screw."

Manufacturer narrative:
Additional information has been requested and if received will be provided on a supplemental report. Same patient event as MDR 9610622-2010-00351.